Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through properly filling and loading a new cartridge onto the pump, advised cleaning procedures, and recommended a minimum of 80 units of insulin for reloading. After these actions, the issue was resolved, and the caller successfully resumed insulin use with the pump.